Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continue-flo solution set disconnected from the setup. This occurred during infusion. The set had been piggybacked into an unspecified main line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation inside a bag that indicated that the sample contained ivig. Visual inspection through the bag did not identify any abnormalities that could have contributed to the reported condition. Further analysis could not be performed due to the condition of the sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.